Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was not working and the patient was having a hard time charging the implanted neurostimulator (ins) for the last 2-3 days. The patient also mentioned that the stimulation was turned off, noting that they can feel it in their body when the ins does not work as expected. The patient added the last 2-3 days have been a nightmare. During the call, agent had the patient start a charging session and they could see that the ins was at least 50% charged, but all of the coupling bars were empty. The patient could also see that stimulation was turned off because they did not see the lightning bolt going through the ins symbol in the upper left-hand corner of the recharger display. The patient examined the recharger antenna and did not find any damage. The patient got all 8 coupling bars to fill in during the call, and excellent coupling was maintained. The patient's programmer was stolen, so they could not use it to turn stimulation back on. Thus, agent reviewed how to use the recharger to turn stimulation on. The patient confirmed they were able to turn stimulation on and they started to feel better little by little. The patient mentioned that this was "like the third time" their stimulation has turned off. The troubleshooting steps that were taken on the call resolved the issue.